Manufacturer narrative:
The onestep complete electrodes were returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed damage consistent with mishandling. The electrodes packaging was creased and folded indicating that they were not stored correctly which caused the self test wire to disengage. The electrodes were scrapped at zoll. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.